Manufacturer narrative:
(B)(4). The gore® tag® thoracic endoprosthesis instructions for use, users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Manufacturer narrative:
Concomitant medical products: cilostazol, docusate sodium, lipitor, lisinopril, methimazole. The review of the manufacturing paperwork verified that the lot(s) met all pre-release specifications. The gore® tag® thoracic endoprosthesis instructions for use, users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Additionally, the IFU warns that potential device or procedure related adverse events include aneurysm enlargement. (B)(4). Additional tag® devices included in this report: tgu343415/13258088, tgu282815/12814304). (B)(4).

Event description:
On (B)(6) 2015, the patient underwent an endovascular procedure using three gore® tag® thoracic endoprostheses (tgu343420/12263621, tgu343415/13258088, tgu282815/12814304). It is unknown which order the devices were implanted. Prior to this procedure, on (B)(6) 2015, the patient underwent a debranching procedure, in order to prepare for the endovascular procedure. On (B)(6) 2016, the patient underwent an additional endovascular procedure to treat a slight type ii endoleak and disease progression distal to the existing devices. It was reported the physician implanted a tgu312610 as well as aptus screws. The patient tolerated the procedure.